Event description:
It was reported that the device would not power on completely. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.physio further evaluated the removed main pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u17.